Manufacturer narrative:
Returned product analysis verified the stent damage stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. The returned catheter exhibited bent stent struts located 2.3 centimeters proximally from the distal tip. The stent had also moved distally on the balloon approximately 1 millimeter. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The stent damage and distal movement can be attributed to the mid stent struts getting caught on a previously deployed stent. The manufacturing records for top assembly batch 9013909 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a pci procedure, stent damage occurred. The lesion being treated was approximately 30mm long and located in the calcified, 90% stenosed, distal left circumflex (lcx). The vessel was predilated with a maverick2 balloon catheter and another manufacturer's stent was implanted in the lesion. When the 3.0x32mm liberte bare metal stent delivery system was advanced throught the previously placed stent, it was not able to cross. The device was removed with some resistance from the patient. The physician noted when examining the removed stent that the center of the stent was "raised". A different device was used to complete the procedure. There were no reported patient complications. Patient status listed as "good".